Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, declared end of life (eol) due to an extended charge time measurement of 30.7 seconds. The monitoring voltage was 2.57 volts. The device was explanted and successfully replaced. There have been no adverse patient effects reported as a result of the replacement procedure.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this report will be updated.